Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect. (B)(6) 2017 - the patient underwent a third surgery to remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with an umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿the hernia was identified at the base of the wound. The ventralex patch was placed in the preperitoneal space and sutured.¿ (B)(6) 2016 - patient was diagnosed with acute cholecystitis and recurrent umbilical hernia thereby underwent laparoscopic cholecystectomy. Per operative notes, ¿fair amount of adhesions to the umbilicus were peeled away. The mesh that had been placed prior was noted to be severely contracted almost in the shape of a taco with a defect all around it. The gall bladder was removed from the liver and the defect was repaired.¿ (B)(6) 2016 - patient was diagnosed with gastritis and distal esophagitis with a hiatal hernia thereby underwent upper endoscopy with biopsy. (B)(6) 2016 - patient was diagnosed with hiatal hernia as well as recurrence of an incisional umbilical hernia thereby underwent laparoscopic repair. Per operative notes, ¿removed the filmy adhesions where a piece of mesh seems to have been placed before and had shrunken dramatically. Hiatal hernia was noted and it was repaired with sutures." (B)(6) 2017 - patient underwent additional surgery to remove the mesh. (Note: there was no operative note provided). Attorney alleged that the patient had adhesions, mesh shrinkage, mesh migration, pain and hernia recurrence.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect" and further more the information alleges the patient "underwent a third surgery to remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, several years post implant, morbid obese patient was diagnosed with mesh shrinkage, adhesions, fibrosis, hernia recurrence thereby underwent repairs and mesh explant. Per the operative notes, "the mesh noted to be severely contracted almost in the shape of a taco." The instruction for use (IFU) supplied with device list adhesions as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect" and further more the information alleges the patient "underwent a third surgery to remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect. (B)(6) 2017 - the patient underwent a third surgery to remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.